Event description:
Medtronic received information regarding a navigation system. It was reported that called in to report that there was inaccuracy of 4-5mm. The site tried to verify accuracy and it was not accurate. They did not continue using the stealth as much as they would normally, but did not abort navigation completely. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.0.1. A medtronic representative went to the site to test the equipment. There was a software failure. Testing revealed that 5 tracer registration and 5 touch registration were all with a registration accuracy under 2.0 mm. All were accurate in the navigation screen as well. It was noted that it seemed to be a one off and unable to replicate the inaccuracy. The navigation system passed the system checkout and was found to be fully functional. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There were 3 sessions on the date of issue in all the sessions site used functional endoscopic sinus surgery procedure. Archive had 1ct exam with 141 slices and touch registration with 4 touch points no plan data found. Logs captured that the site used registration type touch_trace with error metric of 1.3mm. H6: b01, c19 and d15 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.